Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 31.1 mmol/l (560 mg/dl) while wearing the pod between 49 and 71 hours. The pod reportedly fell off the infusion site (abdomen) whilst showering, causing the cannula to dislodge. It was reported that the patient had a headache. The patient called a nurse for advice on rising blood glucose levels and as treatment, the nurse recommended to manually inject 8.5 units of insulin and to call back if the problem persisted two hours later. A new pod was also applied. The patient¿s blood glucose levels were returning to normal at the time of this report.